Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the physician attempted to deploy a clip, but it was deployed prematurely in the patients body before the attempt. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location. Block h11: the returned resolution 360 clip device was analyzed, and it was found that the device returned with the clip assembly detached and with clear evidence of full deployment. Also, one clip arm was activated and at the moment to disarm the clip it was found that the arm was bent. No other problems with the device were noted. The reported event of clip prematurely deployed was not confirmed. Analysis of the returned device found that the device returned fully deployed. It is likely that the condition of just one clip arm being activated and bent. The problem could be caused by a high tangential asymmetric load was applied to only one clip, that creates an indentation on the tension breaker and increase the tension breaker yoke join elongation provoking the bent. Additionally, as a consequence of one arm being activated a misalignment of the clip arms happened, since one arm is still attached to the tension breaker and the other one is locked in the capsule. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the physician attempted to deploy a clip, but it was deployed prematurely in the patients body before the attempt. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.